Event description:
The patient's mother reported the patient's infusion set was "dull and brittle" and the patient experienced elevated blood glucose of up to 500 mg/dl in (B) (6) 2010. The patient's normal blood glucose level is 60-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.